Manufacturer narrative:
The axium prime coil was received, and evaluation of the device was completed. As received, the implant coil was detached from the pushwire and missing. The detachment was not reported originally. As received the pushwire was found bent at the proximal end. The coin was found located against the lumen stop, the shield coil was found present, and the implant coil was found detached from the pushwire and was missing. The detach element was found still attached to distal end of the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Implant coil was not returned therefore, cause of the detachment could not be determined. It is possible that the axium prime coil became damaged during movement of the coil against the reported resistance. It possible the implant coil became damaged and lost during returned to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, the axium coil got stuck in the middle of microcatheter. The coil was removed with microcatheter from the patient. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing. Follow up conducted based on device condition upon return, and response received but there is not any information available from the customer.